Event description:
It was reported that I have a new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed . Nordic bluetooth pairing test was performed and passed . A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that I have a new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.